Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: returned product consisted of a fetch 2 aspiration device. Visual and tactile analysis noted 1 separation on the catheter shaft at 43cm, from the strain relief. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause of the reported difficulty is a design constraint of the product. (B)(4).

Event description:
It was reported that a shaft break occurred. During unpacking, it was noted that the fetch2 catheter broke mid shaft. The procedure was completed with another of the same device. There were no patient complications reported and the device did not enter the body.